Event description:
In late 2008, the patient reported that the button of her infusion device closest to the insulin cartridge is no longer working. She stated that the issue began 2 weeks ago. She stated that initially the button worked if pressed in a certain way but now the button does not work at all. She stated that there is also a horizontal and vertical line across the display of the infusion device. She stated that one of the lines appeared "about a year and a half ago." She stated that she did not report the issue because "they did not interfere with using it all." No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.